Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
Patient reported falling on slippery surface at shopping mall car park and landed on right knee and bottom. Was unable to mobilize post incident and felt pain in her right hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
Patient reported falling on slippery surface at shopping mall car park and landed on right knee and bottom. Was unable to mobilize post incident and felt pain in her right hip.